Event description:
It was reported that there were concerns over the accuracy of the battery longevity projections of this pacemaker. Throughout previous two years battery longevity projections had both increased and decreased between checks. A request was made for data analysis. Boston scientific technical services (ts) reviewed the device data and concluded that the device was functioning normally. The variations in battery longevity projections were due to fluctuations in the pacing rate as well atrial fibrillation burden due to patient condition. Approximately one year later a request to reanalyze this device was made. Ts determined that the device appeared to be depleting prematurely and device replacement was recommended. This device was subsequently explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns over the accuracy of the battery longevity projections of this pacemaker. Throughout previous two years battery longevity projections had both increased and decreased between checks. A request was made for data analysis. Boston scientific technical services (ts) reviewed the device data and concluded that the device was functioning normally. The variations in battery longevity projections were due to fluctuations in the pacing rate as well atrial fibrillation burden due to patient condition. Approximately one year later a request to reanalyze this device was made. Ts determined that the device appeared to be depleting prematurely and device replacement was recommended. The device remains in service. No additional adverse patient effects were reported.